Manufacturer narrative:
Product ID 7496-51, serial# (B)(4), implanted: 1993-(B)(6), explanted: 1995-(B)(6), product type extension product ID 7424, serial# (B)(4), implanted: 1993-(B)(6), explanted: 1995-(B)(6), product type implantable neurostimulator product ID 7433, serial# (B)(4), implanted: 1993-(B)(6), (B)(4).

Event description:
It was reported that in 2011, the patient had an MRI and felt it heating up in the area of where the lead had been implanted. It was noted that this was the only time it had happened. The patient stated she had numerous MRI and had not had a problem. Additional information requested but had not been received as of the date of this report.